Event description:
Return reason: the customer reported the catheter had a problem or cardiac output measurement inpossible. Analysis determined: investigation found that the thermistor could not be read due to an excessively stripped wire within the electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.